Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away due to sepsis and kidney failure. On an unreported date three months prior to death, the pt was hospitalized for peritonitis. The pt was treated for the event with unknown antibiotics (routes, doses and frequencies not reported). During hospitalization, pd therapy was discontinued due to the peritonitis and the pt was transferred to (hd) hemodialysis (dates unknown). It was unknown if the patient¿s pd catheter was removed. Ten or twelve days later the pt was recovering from the event and was discharged from the hospital. The cause of the peritonitis was unknown. On an unknown date, pd therapy was started again and then stopped right away. On an unknown date in the following month, the pt was re-admitted to the hospital for the same case of peritonitis and a new onset of c-diff (clostridium difficile). The pt was not recovered from the peritonitis when being re-admitted. On unknown dates the pt was treated with unknown antibiotics. The pt was continuing to receive hd during this hospitalization. The cause of the c-diff infection was unknown. Date of discharge was not reported. On an unknown date in the next month, the pt was again re-admitted to the hospital for an infection in the chest port (no further detail was provided). The pt was treated with unknown antibiotics and was continuing to receive hd. The cause of the infection was unknown. Three days after the pt was discharged from the hospital and admitted to hospice care, the pt passed away. It was reported that the pt became confused (unknown date) and sepsis took over the whole body (unknown date). As a result, the cause of death was reported to be sepsis. The pt was receiving hd up until the time of death.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.